Event description:
It was reported that threshold and impedance readings for the pace/sense portion of the right ventricular (rv) lead had increased significantly over time. The pace/sense portion of the rv lead was capped and a new implantable pacing lead was placed during a scheduled device changeout procedure. The defibrillation coils of the existing rv lead were connected to the new device and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154atg implantable cardioverter defibrillator 2005-(B)(6), 5568-53 implantable pacing lead 2005-(B)(6), (B)(4).